Event description:
Feeling a stimulation/shocking sensation in their abdomen that they believe is coming from the device. Patient has not returned to dr. Thompson for follow up. Complaint to be closed with no further action taken: if patient does seek treatment some time in the future, a new issue will be opened at that time.